Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. Following the reset, the cgm error code did not appear again, and the customer successfully started their sensor session.